Event description:
The patient experienced a manic episode: associative thinking, irritability, disorientation of time. He was hospitalized and the stimulation was turned off. Oral medication was given. The event was considered ongoing. See manufacturer report# 9614453-2012-00027.

Event description:
Follow up information received clarified that the patient's event was categorized as a hypomanic state. The patient's implantable neurostimulator (ins) was turned off on (B)(6), 2011 then switched on (B)(6), 2011. On (B)(6), 2011 the ins was again switched off and then switched back on (B)(6), 2011. Adjustments to the patient's medications (zyprexa, fluvoxamine, depakine, haldol, and temesta) were noted to have occurred on (B)(6), 2011 and (B)(6), 2011. The patient's outcome was reported as recovered without sequelae.

Manufacturer narrative:
Ins model 7428 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.